Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the left circumflex (lcx) artery with moderate calcification and moderate tortuosity. The ht bmw universal ii 190cm guide wire (gw) was attempted to advanced to the target lesion; however, the gw failed to cross due to the anatomy. The coating of the gw was noted to become wrinkled; therefore, the gw was removed from the patient and resistance with the anatomy was also noted. Another gw was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire met resistance with the patient¿s moderately calcified, moderately tortuous, and 90% stenosed lesion, resulting in a failure to advance and difficulty during removal. Additionally, it was reported that the wire was observed to be bent once removed from the anatomy. In this case, it is likely that manipulation of the wire, when resistance was met, contributed to the reported bending. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.